Event description:
It was reported that patient underwent a prostatectomy on (B)(6) 2024, and suture clips were used on blood vessels. During the prostatectomy, the clip could not be loaded. It was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - package lot number of the clips? Additional information was requested, and the following was obtained: - please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). N/a. - please explain how the clips were loading into the applier? There is no problem the clips were loading into the applier. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. - was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage with the applier. - did the event occur during one or multiple patient procedures? Yes, the event occurred during one or multiple patient procedures. - please explain how the clips were loading into the applier? There is no problem the clips were loading into the applier. - please confirm what is the issue reported in this complaint: the clips could not clip to the suture. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.